Event description:
The technician alleged the mattress ticking was extremely contaminated. No patient impact.

Manufacturer narrative:
The technician stated this bed will be scrapped due to the extreme contamination.